Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade iii) and seroma-late.

Event description:
Patient reported left side capsular contracture (baker grade iii), "breast pain", "pain in left armpit", "swollen", "cysts", "presence of moderate heterogeneous collection with predominantly hyperintense signal in t1 and t2, suggestive of thick content, in left intracapsular topography, with an estimated volume of 133 cm3", "thickening and enhancement of the fibrous capsule of the left implant", and "inflammatory change due to the presence of a collection or be related to capsular contracture". The device remains implanted.